Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire could not be pulled out of the catheter. No tissue was observed at the tip of the catheter or guidewire. The guidewire could be removed as normal. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: the catheter was returned with a guidewire still inside. The investigators were able to remove the guidewire without difficulty and were able to insert a known good guidewire. The deployment of the catheter was tested several times and found to be within specification and occurred without difficulty. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device problem excluded as there was no fault found with the returned device.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire could not be pulled out of the catheter. No tissue was observed at the tip of the catheter or guidewire. The guidewire could be removed as normal. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was confirmed that the guidewire became stuck in the catheter while the system was inside the patient during the procedure. The type of guidewire used is unknown, and it is also unknown whether any guidewire issues occurred during preparation or whether other catheter malfunctions were present. The guidewire was not removed from the catheter. The entire system was withdrawn and replaced with a new one, and the procedure was successfully completed without any impact on the patient. The device involved in the event has already been sent back for investigation, although no shipping information was provided.